Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the unit was pulled from service for evaluation following the event. The biomedical technician clipped and reconnected the hansen line to resolve the issue. Following the repair, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician at the user facility reported that a 2008t hemodialysis (hd) machine had tmp issues and the arterial chamber clotted. The patient was transferred to an alternate machine. The patient's estimated blood loss (ebl) was noted as being approximately 300 cubic centimeter (cc). No patent adverse effects were experienced and no medical intervention was required as a result of this event. The patient's vitals were noted as being fine. Following the event, the system was removed from service for evaluation. The biomed technician found a leak on the red hansen line. The biomed clipped and reconnected the red hansen line to resolve the issue. Following the repair, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.